Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, customer adjusted the settings on the pump without their health care provider's (hcp) recommendation in an attempt to deliver a correction bolus; however, customer believed that the recommended bolus amount was too high and delivered a insulin injection instead. Subsequently, customer's bg levels decreased to 50 (mg/dl). Customer ate a snack to treat bg level. Although requested by tandem technical support, customer declined troubleshooting for the pump. Recommendation was made to contact hcp to discuss pump settings and call tandem technical support for any questions or future concerns. Customer acknowledged.